Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice cassette leaked. This occurred during an unknown cycle of peritoneal dialysis therapy. The home patient (hp) was connected at the time of the event. Renal therapy services (rts) advised the caregiver (cg) to clamp the line before disconnecting and turn the machine off. Rts advised the cg to contact the peritoneal dialysis registered nurse regarding the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.